Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal 2000mcg/ml via an implantable pump. The indications for use were intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the patient had a pump pocket revision. The patient was experiencing discomfort from the original pump position due to his body habitus. The pump placement was revised due to patient discomfort. The physician moved the pump superior to previous position. The physician moved the pump medial and superior making the new pump position between the iliac crest of the pelvis and the t12 rib. The environmental, external or patient factors that may have led or contributed to the issue was noted as ¿n/a¿. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.